Manufacturer narrative:
The field service rep did not find a problem with the analyzer. He ran assay performance checks to verify the analyzer performance.

Event description:
The user rec'd an erroneous hcg result for one pt sample. The initial result was 14 miu per ml and was reported. On (B) (6) 2009, the sample was pulled and run on an e module in the main laboratory with results of greater than 10000 miu per ml on the straight sample and 19074 miu per ml on a 1:20 dilution. The sample was also retested on the original e411 with results of greater than 10000 miu per ml on the straight sample and 18662 miu per ml on a 1:20 dilution. The reported result was corrected to 19074 miu per ml. The user spoke with the pt's physician and stated there was no affect to the pt from the initial reported result.